Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not power up. The power supply was replaced and the programmer was returned to service. (B)(4).

Event description:
It was reported that the programmer would not turn on. The programmer was returned for repair. No patient complications have been reported as a result of this event.